Manufacturer narrative:
H3, h6. H10: the device, used in treatment, was returned for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records for the device showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. Visual inspection of the device revealed minimal erosion of electrodes. The device was connected to a known good controller, the wand was tested at default and maximum setting which revealed that the device performed as intended. Saline and suction lines performed as intended. The complaint was not verified as the device performed as intended. Factors, which may have contributed to the reported complaint include: (1) there may have been an issue with one of the concomitant devices in use at the time of this complaint event. (2) source power may have been interrupted prior to the activation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during tonsillectomy, the evac wand could not produce plasma. A backup device was available to complete the procedure. It is unknown if there was a delay in the case. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.